Event description:
It was reported that the insulation has been compromised.

Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The inspection of the device confirms insulation damage throughout the shaft. Also a crack was noticed at the distal end. The insulation integrity was tested and failed. The probable root cause/s for the insulation damage could be improper sterilization methods and or normal wear and tear. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.